Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, over-sensing due to noise resulting in inappropriate therapy was noted on the right ventricular (rv) lead. The device was reprogrammed to deactivate the high voltage (hv) therapy in order to resolve this event. The patient was stable following this event.